Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. This report has been deemed not reportable based on the evaluation of the returned device. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and with no damage or issues noted on the device. The complaint could not be confirmed for insertion difficulty. The exact root cause could not be determined. The likely cause was determined to have been insufficient angulation during attempted insertion of the device into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor tried to insert the insertion sheath and arteriotomy locator/dilator system, the doctor felt resistance and could not go in. The doctor tried many times with the same device, however the issue still the same. The estimated blood loss was less than 250cc. The type of procedure was a digital subtraction angiography (dsa). The reported event did not result in patient injury. Additional information was received on 23feb2025: the size of the procedure sheath used was a 5fr. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The patient was stable. The procedure was successful.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. Since resistance was reported, it is possible that a kink was formed in the sheath preventing proper insertion, however, without the sample, this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).